Event description:
A report was received that the trial patient was experiencing severe pain in her back. The patient was admitted to ER. The patient underwent an explant procedure. The physician believes the hematoma is device related. The patient's husband reported that the patient is now paralyzed and had an 8 level fusion due to hematoma. The patient is in a wheelchair currently undergoing rehab as the symptoms have not resolved.

Manufacturer narrative:
The physicians assessment of the paralysis has not been determined at this time. Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: st linear trial lead with pre-loaded 0.014 stylet - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.